Event description:
A 22mm amplatzer septal occluder (aso), could not be stabilized in the defect and was removed. A 26mm aso was then placed. After release from the cable, the physician had concerns with stability, due to lack of an anterior rim. The aso was removed, however; during a percutaneous retrieval attempt using a wire loop, the aso was lost and was unable to be recaptured. The patient was sent to surgery for device removal.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities.